Event description:
Boston scientific, crm received information that the lead safety switch (lss) on this right atrial (ra) pacing lead had been triggered. All testing revealed normal measurements and the daily measurements looked good. A boston scientific technical services (ts) consultant explained the lss feature and suspected that there was a possible lead integrity issue on the bipolar coil or the insulation. No adverse patient effects were reported. Boston scientific (bsc) crm received information seven months later that this same ra pacing lead was explanted due to a product performance issue. A new ra lead was successfully implanted.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific is unable to confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information is received. As of this report (received sevon months later), out of service paperwork filled out by a nurse indicated this ra lead was removed from service and successfully replaced with a new lead. As our records don't indicate if the lead was explanted or surgically abandoned, we have no further information if the lead will be returned for analysis. If additional information becomes available to our company, this event will be updated appropriately. Four years later the lead was explanted and returned. When analysis is complete, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed a lead fracture in the inner conductor coils. Laboratory technicians were unable to identify the root cause of the fracture as part of the lead was missing and not returned. Analysis did identify some insulation abrasions which could indicate the lead was rubbing against something hard. The lead is still in analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Further analysis confirmed the inner coils on the proximal end of the distal segment were fractured at 290 mm from the distal tip. A small segment of the lead which included the other side of the inner coil fracture was not returned. The fracture mode could not be confirmed due to the condition in which the lead was returned.